Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus delivery. The motor was tested outside of the device and passed. The pump had moisture damage on the motor housing and on the lcd screen. The pump also had a minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing address.

Event description:
The nurse reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The nurse stated that the patient kept receiving motor errors on his pump. The customer had received at least 5 motor errors in the past year. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The nurse stated that the patient is currently in the hospital due to diabetic ketoacidosis. The customer was treated with manual injections. The customer will be sent a replacement pump due to the motor error.